Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. Customer changed supplies, delivered a bolus and increased basal delivery. The customer subsequently experienced a low blood glucose (bg) level of 66 (mg/dl) and consumed juice to treat bg levels. Due to the reported occlusion alarm occurring in the past, and the supplies to the pump being changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions. Recommendation was made to contact tandem technical support if another occlusion alarm occurs. Customer acknowledged.

Manufacturer narrative:
Brand name, common device name